Event description:
It was reported that during a device change out for eri, externalized conductors were observed via fluoroscopy. The lead was capped and replaced. The patient was in stable condition after the procedure.

Manufacturer narrative:
(B)(4).